Manufacturer narrative:
It was reported that the patient underwent revision surgery to replace the magnet (date not reported). This report is submitted september 18, 2019.

Manufacturer narrative:
This report is submitted on august 13, 2019.

Event description:
Per the clinic the patient experienced pain and a dislodged magnet following an MRI (tesla unknown). Surgery to reposition the magnet is planned but has not taken place as of the date of this report.